Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter gave resistance when trying to retract. The following information was provided by the initial reporter: at bedside, rn opened 20g IV needle. Prior to opening and under cap inside wrapping nothing initially appeared out of place. On visual inspection of needle and catheter after opening, needle point was poking through the side of the plastic catheter, tearing the tube. A second rn visualized the needle poking through the catheter, and the needle gave resistance when trying to retract needle into the spring chamber.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter gave resistance when trying to retract. The following information was provided by the initial reporter: at bedside, rn opened 20g IV needle. Prior to opening and under cap inside wrapping nothing initially appeared out of place. On visual inspection of needle and catheter after opening, needle point was poking through the side of the plastic catheter, tearing the tube. A second rn visualized the needle poking through the catheter, and the needle gave resistance when trying to retract needle into the spring chamber.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. H3 other text : see h10.